Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter has a crack from the beginning.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the exact cause could not be determined. One 5fr dual lumen groshong nxt and two photographs were returned for evaluation. A functional testing of flushing both lumens of the catheter with water using a 12ml syringe was performed. A leak was observed near the molded joint when flushing the white lumen. No leaks were observed from the red lumen. A microscopic observation revealed a longitudinally aligned crack in the molded joint and extended into the catheter shaft, just proximal to the 56cm depth marking. The crack was observed to have irregular edges and a rough fracture surface. Biological residue was observed near the split. The features observed during investigation did not provide enough evidence to determine the root cause the crack. This complaint will be recorded for future trending and monitoring purposes.